Event description:
It was reported that water level in arctic sun device dropped alarm occured. Per wo review on 23jan2023, it was noted that there was no patient impact.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was no table to be isolated as the reported issue was not reproduced during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure hence, DHR review not required. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water level in arctic sun device dropped alarm occured. Per wo review on (B)(6)2023 , it was noted that there was no patient impact.